Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report on no audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device passed external visual inspection and the manual sound drop test. A review of the receiver data log found no errors related to the incident. Global receiver functional testing resulted in no failures related to the customer complaint. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.